Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors and an endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. 5 endoanchors were placed due to concern for late failure and due to an observed type ia endoleak. The type ia endoleak was resolved after the implantation of the endoanchors. It was reported that the day after the index procedure, the patient experienced acute lower back pain and abdominal pain with nausea and vomiting which was treated with medication. It was also reported the patients hb dropped most likely due to dilution to ivf. This was resolved with a blood transfusion. The patient was commenced on antibiotics for a suspected uti. A CT scan revealed no endoleak and a patent stent graft. Mild gaseous distention of the bowel representative of postoperative ileus was also seen on the CT. The patient was discharged the following day. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.